Event description:
It was reported that upon interrogation an atrial lead warning displayed for low impedance. The lead trend showed steady impedance otherwise. The lead remains in use. When looking at the lead trend data there was no notable date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2007; 407652, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.